Event description:
Purchased a prodigy diabetic meter through (B)(6) medical supplies. This meter continued to give very inaccurate readings causing insulin to be given more than necessary. Causing sickness. When compared against another meter the differences were vast. I have encoded a picture of the comparisons. One is a prodigy meter the other is a walgreens meter. The results from the walgreens meter was accurate in comparison to doctors testing. As where the prodigy meter was dangerously misreading.